Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. Troubleshooting was performed. The customer stated that she changed the infusion set right before going to the hospital, but the infusion she had prior was in for more than (B)(6). Explained the customer that wearing the infusion set too long may cause high blood glucose. Instructed the customer the proper way to manually insert the infusion set. The customer was experiencing high blood glucose for the (B)(6). The programing, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.